Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "white adhesive" was found in the bd precisionglide¿ needle before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "defect needle: variation in the allocation/amount of the white adhesive."

Event description:
It was reported that "white adhesive" was found in the bd precisionglide¿ needle before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "defect needle: variation in the allocation/amount of the white adhesive"

Manufacturer narrative:
H.6. Investigation: five samples were received. They all have the plastic shield. Visual inspection was performed. They all have excess of silicone on the needle. This could have happened during needle assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred inducing the excess of silicone on the needle. The photo provided shows two needle assemblies connected to a syringe each. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10